Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated sodium (na), and potassium (k) results were obtained for multiple patient samples on a dimension exl 200 integrated chemistry system. Siemens reviewed the instrument data and observed quality control (qc) issue was ongoing intermittently, air and liquid values of std a and std b were within the normal range, calibration was acceptable within range, and dilution check passed. As per the siemens remote services center (rsc) recommendations, the customer reset the correction factor, cleaned integrated multisensor technology (imt) system, replaced imt sensor, ran dilution check, corrected the bias, and ran lytes qc which recovered within acceptable lab range. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse inspected the instrument and replaced imt tubing, pump tubing and rotary seal. Next, the cse replaced the imt sensor and ran a dilution check, qc, and patient samples which recovered acceptably. Based on the available information, siemens concluded that the flow issue through imt with the formation of micro clots/ fibrin/ crystal potentially contributed to the falsely elevated na and k results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated sodium (na), and potassium (k) results were obtained for multiple patient samples on a dimension exl 200 integrated chemistry system. The initial results were not reported to the physician(s). The same samples were reprocessed on an original system and obtained lower results. The repeat (lower) results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated na and k results.

Manufacturer narrative:
Siemens filed an initial MDR 2517506-2025-00001 on 01-jan-2025. Additional information (04-jan-2025): the customer provided the correct results obtained for sample identifiers (B)(6) to siemens. Section b6 was updated to reflect the additional information. Corrected data (28-jan-2025): in the initial report it was mentioned that the cse replaced rotary seal, however, it was rotary valve seal.